Event description:
It was reported that the pump touchscreen was damaged, causing unspecified issues in the customer's insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.